Manufacturer narrative:
Product complaint # (B)(4). Visual inspection found that the x25 inserter tip was broken off from the x25 inserter shaft. X25 inserter tip spring was not returned to the customer quality unit. This will affect the intended use of the instrument. Visual inspection found that the weld that connects the two had been broken. The area around where the weld had broken was rough and uneven indicating that the x25 inserter tip underwent a static overload failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The root cause of the x25 inserter tip breaking/falling apart cannot be determined from the sample and the information provided. A potential root cause may be due to an unexpectedly high amount of force being placed on the x25 inserter tip, potentially resulting in the weld breaking due to static overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon had 3 instruments break during a t3-ilium revision spinal fusion. All instruments broke while the surgeon was using them to preform various functions in the case. Was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/outcome/consequences? No, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required? No, is the patient part of a clinical study? Unknown.